Manufacturer narrative:
Follow-up # 1.the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter failed testing. The reported issue was confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch ultra smart meter displayed a "pc connected" message. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter issue began on (B)(6) 2015 at approximately 8pm in the evening when the patient reported obtaining a "pc connected" message on the subject device when attempting to measure his blood glucose. The patient stated that he manages his diabetes using pills, diet and/or exercise, and denied making any changes to his usual diabetes management routine in response to the reported issue. The patient experienced symptoms of shaky approximately 2 days after the reported issue began and reportedly self-treated by consuming additional food and/or drink on (B)(6) 2015 at approximately 4pm. At the time of troubleshooting, the csr noted that it was not the first use of the product and there was no misuse. The csr was unable to resolve the issue and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.